Event description:
It was reported that study patient experienced worsening of suicidal ideations. This is seen to be possibly due to stimulation. It was noted that the patient was hospitalized due to this adverse event. The event was noted to be resolved. No additional or relevant information has been received to date.

Manufacturer narrative:
H10 health effect, clinical code: code e2402 utilized; appropriate term ¿suicide attempt¿ is not available.

Event description:
It was reported that the patient attempted suicide while receiving stimulation. No other relevant information has been received to date.

Event description:
It was reported that the attempted suicide and suicidal ideation was seen to not be related to vns, but rather was impulsive and related to stress from a joint psychotherapy session with her adopted daughter.

Event description:
It was reported that suicidal ideation has been considered to be resolved by the study site. No other relevant information has been received to date.